Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a '368 alarm.' It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed with no issues noted. A review of the alarm log was performed with no alarm identified. A service history review revealed that specifications were met during previous servicing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.